Manufacturer narrative:
Concomitant medical product: product ID: 5524m-53 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead for high defibrillation impedance. The alert threshold was increased and continued monitoring will occur. The lead remains in use. No patient complications have been reported as a result of this event.